Event description:
During an unrelated procedure, high capture threshold was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: b1, b5, h1.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.